Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's device was automatically shutting off and as a result lost effective therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.